Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process.during the evaluation of the device, the service technician observed and noted that the device cannot retrieve log due to a thermal event. "Burnt connector" was found.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.